Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 had failed. User tried hard to reboot for 5-6 minutes and recover storage space, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 5 failed, pocket failed to recover and stated device required maintenance error message. A field service engineer found drawer 5 was not detecting as closed. Further, the engineer replaced broken inseparable with new latch inseparable, reset the unit and rebooted the device and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.